Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Doesn't switch on, non-expired pad-pak green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 13th december 2012. Returned pad-pak from lot a2405 depleted. Upon receipt the device could not be powered on with the returned pad-pak (expiry december 2020). Further investigation revealed the pad-pak was depleted beyond any use, with each individual cell severely depleted, which would indicate their depletion had been due to an external load and not a fault on the pad-pak. No excess current drain or additional faults were identified on the returned sam 300p that would have led to the premature depletion of a pad-pak. The sam 300p performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The device was manually power cycled on multiple occasions throughout this stress testing. All voltages recorded in the history log throughout the device¿s period of installation were found to be considerably above the voltage required to power on the device. There were no low battery fails observed in the device memory. Additionally, the device was manual power cycled throughout the history log on eleven occasions including on the date of complaint on the (B)(6) 2019. This may suggest that the returned pad-pak was depleted due to external factors, e.g. Installation within another device or exposure to elevated temperatures. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Doesn't switch on, non-expired pad-pak green status indicator flashing.there was no patient involved in this event.